Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the complaint was confirmed and water tightness was lost due to a crack on the scope connector. Also, evaluation found the up/down knob could not be locked securely due to wear of the forceps elevator lever, the air/water and suction cylinders were discolored, water tightness was lost due to deformation of the scope connector and the guide pin of the electrical connector being shaved, the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover, the displayed ultrasound image was defective due to damage on the acoustic lens, the objective lens was scratched, the adhesive around the objective lens was chipped, the adhesive around the light guide lens was worn, the bending section cover adhesive was worn, the bending angel in the down/right/left directions and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the ultrasonic probe was loose, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope had a leak near the electrical connector. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe, a stain entered inside the lens through gap in the adhesive on the distal end, there was a deep cut and lifting of part of the probe unit that reached to the hard part under the pink probe coating, and the acoustic lens had a scratch that reached the glue layer. The report is being submitted due to the above issues found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and ultrasound probe and the acoustic lens having a scratch which reached to the glue-layer occurred due to tears or scratches due to improper handling or prolonged use and/or physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·do not wind insertion tubes or universal cords less than 12 cm in diameter. Doing so may damage the device. ·do not forcibly bend the insertion section of the endoscope. Doing so may damage the insertion part. ·do not apply impact to the tip of the insert, especially to the ultrasonic transducer or the surface of the objective lens at the tip. Doing so may cause visual abnormality. ·do not twist or bend the bending section by hand. Doing so may damage the device. ·the remote switch of the endoscope cannot be removed from the control unit. Pushing, pulling, or twisting with excessive force may cause damage to the switch or water leakage.¿ olympus will continue to monitor field performance for this device.